Manufacturer narrative:
(B)(4). A visual inspection of the incident device found the trigger halves disengaged from the device and returned in the package. No parts were missing. It was determined that the trigger press did not fully engage the trigger halves during assembly causing the pieces to come apart during use. It is possible that this device passed functional testing and came loose after activating several times during the procedure.

Event description:
The customer initially reported that during an excision of a thigh tumor, the knife trigger broke after approximately ten seal cycles. The device was evaluated upon receipt and the trigger was disengaged from the device. All pieces of the device were accounted for.